Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the device automatically adjusts the alarm settings. No patient impact or consequences were reported.

Event description:
The customer reported the device automatically adjusts the alarm settings. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During analysis the unit was able to power on using battery and using ac power. Alarm alert conditions were functional and the unit was able to obtain spo2 and pulse rate as designed. The touchscreen did not move without being touched and was working correctly. The device did not automatically adjust the alarm settings. Secondary failures were indicated wherein the unit had stiff pogo pins, a damaged core board component (j1), and a missing rtc battery. The reported failure was unable to be confirmed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.